Event description:
Communication within the pump malfunctioned and it is believed that all insulin in the pump was delivered in the prime mode (as much as 180 units as pt had just filled reservoir). Only 0.7 unit of insulin should have been received. Pt admitted to hospital overnight.